Event description:
The following description of the reported event was documented by a carefusion technical support specialist in response to information provided by a user facility: "remediation team member [ ] reported this problem, he claims this unit is alarming ext high ppeak pressure, safety valve open, high ppeak, low ve, before and after remidiation. He spoke to tech and he was instructed to perform the exhalation pressure transducer and exhalation flow transducer calibration, after the calibration it corrected the alarms problem but now, the exhalation volumes are high and the peep is not stable. Service rep. Is going to inform our customer of the problems. No patient invovlement.

Manufacturer narrative:
(B)(4). Carefusion technical support followed up with the customer to see if the reported event had been resolved. Per the customer, they have not been able to resolve the issue, and will order a gas delivery engine to address the issue.